Event description:
Nellcor puritan bennett received a call from on 2/9/1999. Source called to report the folowing probelm: cargiver states vent would not alarm for power switchover when switching from external battery to internal battery. Dealer was unable to verify, but is sending in vent to verify proper operation.